Event description:
Pt developed 3rd degree av block. External pacer did not work. Second pacer had to be obtained from ER. Treatment delayed 5-10 minutes, CPR pacer. Carried on until 2nd pacer obtained. MFR letter states: incident, as reported to agilent: CPR was in progress when drs and nurses started acls procedures on a pt with 3rd degree atrial block. The defibrillator/pacer application was started on the pt to normalize heart rate. The pacer immediately failed with message on monitor "pacer output low" to "pacer failure". Pacer would not function even after several attempts. Without the use of the pacer function, pt heart rate could not be sustained. After about ten minutes of acls, the pt was rushed to the surgery dept. The pt died in recovery. Investigation summary: the therapeutic choice was external pacing. However, the pacer failed to function. The hospital continued acls and obtained a second defibrillator with pacing capability from the ER, according to risk mgr for the hosp. After pacing with the second defibrillator, the pt was moved to surgery. Pt died in recovery. The function of pacer is assured through the daily use of the quick pacer functionality test as found on pages 8-12 of the user's guide. The test load needed to perform the specified daily testing of the defibrillator had been kept in the biomedical engineering dept. Agilent current products engineer verified a solid failure of the pacer board involved. Hosp biomedical engineer verified that the defibrillator had not been serviced or ever opened before the incident. Conclusions: there was a verified failure of the pacer board. The failure caused a delay in therapy. This type of pacer board failure was an isolated occurrence, according to co's review of the complaint records and mfg data. The pacer board was replaced and the defibrillator then passed all performance and safety tests. The pacer board failure had not been detected because the recommended testing was not being done on a daily basis. The hosp has since retrained the staff, who are now doing the specified daily testing.